Manufacturer narrative:
H10: manufacturing review: a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sample was returned for evaluation. The result of the investigation is confirmed for the reported balloon rupture issue. A longitudinal rupture was observed on the returned device commencing at the proximal bond for a length of 13mm approx. Solidified blood was evident throughout the balloon. Five kinks were noted on the transition outer, a break was observed on the inner at the proximal marker band and there were a number of bends along the length of the hypotube. The method of packaging for return may have contributed to these. The damage to the device - kinks and inner break were likely due to user handling techniques during the procedure. The definitive root cause for the reported balloon rupture issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: instructions for use for sleek pta rapid exchange (rx) dilatation catheter product family was reviewed. The following sections are applicable: balloon characteristics: please check the package label for the rated burst pressure (rbp). It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Compliance charts are provided with each product. The semi-compliant balloon has a 8% ± 4% growth in diameter from nominal to rated burst pressure. All inflations should be viewed under fluoroscopy. The sleek® balloons reach their nominal diameter at 6 atm (608 kpa). Warnings: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use only an endoflator or 20 ml syringe for inflation. Do not exceed the following rated burst pressures: 16 atm/1621 kpa (40 - 60 mm), 15 atm /1520 kpa (80 - 220 mm) precautions: if resistance is felt upon removal, then the balloon, guidewire and the sheath/ guide catheter should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath/guide catheter as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath/guide catheter it is very important that the balloon is completely deflated. H10: d4(expiration date: 06/2023), g3. H11: e1, h6 (method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a procedure, the balloon allegedly ruptured. There was no reported patient injury.